Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic sphincterotomy (est) procedure to treat choledocholithiasis performed on (B)(6) 2026. During the preparation outside the patient, the blade of the cutting wire was found to be deformed when unpacked. The procedure was completed with another of the same device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results the returned stonetome was analyzed, and a visual inspection found that the working length was twisted. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of wire kinked was not confirmed. The returned device found that the working length was twisted, and the cutting wire was not kinked. The twisted working length is most likely generated as part of the device manipulation during preparation an excess of force was applied in order to get the device out of the package or during mandrel removal. Therefore, the most probable root cause is an adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of wire kinked was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic sphincterotomy (est) procedure to treat choledocholithiasis performed on (B)(6) 2026. During the preparation outside the patient, the blade of the cutting wire was found to be deformed when unpacked. The procedure was completed with another of the same device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.